Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, non-osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type I. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications

Event description:
The clinician reported that one month after the dental implant was placed, non-osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type I. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications